Event description:
#18 foley catheter with 5cc balloon was ordered to be removed. Unable to remove h2o from balloon using a 12cc syringe. Attempted 4 more times and was unsuccessful. Foley lumen cut and still no h2o returned. Got pt oob to ambulate. An hr later while ambulating foley tubing fell out on floor. Balloon was deflated and tubing intact.